Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes for the alleged failure of a090206 - no display/image is due to c0201 - electrical/electronic component problem identified - damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is d02 - cause traced to component failure traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the deflectable videoscope would not display in 3d. The issue was noted during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.